Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that they experienced low blood glucose levels of 43mg/dl during the day. Parent indicated that the customer was at a daycare facility and treated with a cupcake and milk. Customer indicated that they took the reservoir out and put it back in and wanted to know if that was ok to do. Troubleshooting advised customer on reservoir insertion. Customer declined low blood glucose troubleshooting. The product was not returned for analysis.